Manufacturer narrative:
Per user guide: do not start to use your system before consulting with your healthcare provider to determine which features are most appropriate for you. Incorrect settings can result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer attempted to self-start on pump therapy and entered the pump basal rate settings inaccurately from the prescribed settings provided by the healthcare provider. Customer's blood glucose decreased to an unspecified value. Food was consumed to treat low blood glucose. After consulting with the diabetes educator, the customer entered the accurate basal settings and successfully resumed insulin delivery.